Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was 400 mg/dl. As the customer was not home with the pump at the time tandem technical support was contacted, troubleshooting to help determine a possible cause of the occlusion could not be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.